Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they felt pain on right breast that irradiates to under the armpit (extreme sensible to the touch) and ¿silicone remnants¿ without rupture (side not specified). Patient reported that they are very worried about the recall. Device remains implanted.